Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3889-28 (lot: (B)(6)); product type: 0200-lead; implant date (B)(6) 2016; explant date (B)(6) 2016. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that about six months after the first implant they had to have the lead removed and replaced. Patient said that it was zapping them and said that would get electrical shocks and couldn't drive and was jerky. Patient said initial implant was placed on the left side. When asked, patient said doesn't recall if any adjustments were made or if any troubleshooting was done prior to surgery when asked, patient doesn't recall when started noticing changes in stimulation sensation. Patient said that once system was removed and then received replacement system, the issue stopped. Documented event, no further action taken by patient services.